Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of therapy due to possible fracture. The x-rays revealed kink in the lead. Consequently, the lead was explanted and replaced which resolved the issue. The therapy was restored postoperatively.